Manufacturer narrative:
Exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient was implanted with proximal femoral nail antirotation (pfna). Post-operative, on an unknown date, a proximal femoral nail antirotation (pfna) implant broke. It is unknown which specific implant broke. Patient outcome and the revision surgery information was not reported. This report is for one (1) pfna nail. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 04.027.226s; lot: l219261; manufacturing site: bettlach; release to warehouse date: december 09, 2016; expiry date: december 01, 2026 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate 19649 was reviewed and the used material was according to iso-5832-ii specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The returned broken pfna nail was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. As relevant for the complaint condition ¿proximal femoral nail antirotation (pfna) prosthesis was broken¿ the following features have been identified and measured. During this investigation, the relevant features which are relevant for the complaint condition ø17, ø10 and ø4.4 were measured, and have fulfilled their specifications according to the drawing. During the manufacturing process, these features were inspected through the inspection sheet and the whole lot passed its specifications. Therefore, the nail was manufactured according to its quality standards and any manufacturing issue can be excluded. For implants, there is no hardness test required/defined. However, the raw material certificate was checked, and the used raw material has fulfilled the specifications. Based on the investigation result, this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view, the relevant features were measured and have fulfilled its specification as well as during the manufacturing documentation, no issue was identified. Due to any manufacturing has been excluded; this complaint is not valid; therefore, no additional actions are required. The design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: pfna blade (part: 04.027.036s, lot: l516583, quantity: 1), bolt self-tapping (part: 459.440, lot: 5944159, quantity: 1), bolt self-tapping (part: 459.500, lot: 5933834, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated concomitant devices reported. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.